Manufacturer narrative:
The field service engineer found a hardware issue with the sample probe which caused liquid level detection ( lld) and aspiration alarms. The customer's centrifugation conditions appear inadequate and could cause improper sample quality. The customer's calibration frequency was too infrequent. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The calibration and qc results were acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for one patient from the cobas 6000 e601 module. The initial result was <0.1 miu/ml with a data flag. This was reported as <5 miu/ml. With a new reagent lot, the result was 202.0 miu/ml. The sample was recentrifuged and repeated with results of 8.51 miu/ml and 38.17 miu/ml. The sample was sent to another laboratory and tested on a cobas e402 analyzer and the results were 38 miu/ml and 37 miu/ml.